Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual examination. Internal inspection of the battery revealed a lifted cell weld. This is an additional observation not related to the reported event, likely due to improper assembly. Functional testing revealed that the battery was unable to charge or provide power to a test controller. Supplemental testing revealed that one of the battery's cells was unable to hold a charge, which triggered cell-under-voltage and pack-under-voltage flags, thus rendering the battery inoperable. As a result, the reported "not charging" event was confirmed. The most likely root cause of the reported event can be attributed to a faulty cell. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it would not charge after being tested on all four power ports. The battery subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.